Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) connected minisim patient simulator and was able to display a waveform. Fse connected system trainer and a proper wave form was also being displayed. After inspecting ECG trunk cable, found a slight break at the connector on the side that connects to the iabp pump console, causing a not so secure connection. Although, fse displayed a perfect waveform with that cable, recommend replacing the ECG trunk cable. Fse provided the customer a quote for review and performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an ECG failure no waveform was being displayed on the monitor. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a